Event description:
It was reported that blood leaked from the hemostasis valve. After balloon dilation, automated contrast injection system was used for angiogram then leakage occurred from the y-connector hemostatic valve and discontinued to use it. Then the y-connector was replaced with another product and the operation was continued. No complications were reported.

Manufacturer narrative:
The device was returned for investigation. It was confirmed that the haemostasis valve was bent and leaking from the bent part. Adhesion marks were found on the hemostasis valve appropriately. The reported incident is believed to have occurred the fixed valve was closing incompletely when the automated contrast injection system was used, causing stress on the hemostasis valve and it led to bent, but the exact cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because blood leaked from the hemostasis valve is known to potentially cause adverse events.